Manufacturer narrative:
Additional information is received from the customer. This supplemental report is being submitted to provide this information. This event took place during set up. The patient was not in or. No other devices were replaced or involved in this event. The set up was completed with another device and the intended procedure was completed with no delay.

Manufacturer narrative:
An olympus tech support engineer worked with the customer to troubleshoot the problem. The customer was advised to return the device for evaluation and repair. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
An olympus sales representative reported that a user facility was not getting an image on a video system center. No patient harm or injury was reported. No additional information has been obtained.

Manufacturer narrative:
Device has been returned and an evaluation done for it. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue for this device is no image. The user¿s complaint was confirmed. Upon inspection and testing, it was found that the device yielded no image. This is attributed to the bent pin in the scope socket. It is likely that the connection was being made in the scope socket connecter while there was a foreign object in the device socket or the device being connected. Therefore, the image transmission between the scope and the video processor can have failed and no image was generated. The instructions for use includes the following statements: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.